Event description:
A malfunction alarm identified as "malf 9" was reported, but there were no notable events preceding the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which was successfully executed by the customer without recurrence of the issue. The customer was advised to continue using the pump and to report any future malfunctions.